Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery due to a bent cannula. Her blood glucose at the time of incident was 138 mg/dl. The customer had previously experienced a blood glucose of 448 mg/dl prior to the no delivery alarm. The patient treated with a 10-unit manual insulin injection. The customer declined troubleshooting for the high blood glucose. The insulin pump was not returned or replaced.